Event description:
Reporter alleged obtaining the results of 75 mg/dl, 137 mg/dl, 138 mg/dl and 93 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she ate an hour before testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.